Event description:
It was reported that the customer experienced low blood glucose (bg) level displayed as "low"; however, specific value was not provided. Bg cause was unknown. Customer addressed bg level by consuming carbohydrates and glucose tablets. A system check was performed, and it was found that the customer was using off label insulin (u-200) within the pump supplies. Tandem technical support educated the customer on insulin labeling. Recommendation was made to consult with a healthcare provider regarding diabetes management.